Manufacturer narrative:
The instrument was not returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post-evaluation) and/or if additional information is received.

Event description:
It was reported that during a da vinci s low anterior resection procedure, the permanent cautery hook instrument broke apart and pieces fell into the patient. The broken pieces were retrieved and the surgical staff confirmed that the field was visually clear. The planned surgical procedure was completed, and no patient harm, adverse outcome or injury was reported.